Event description:
It was reported by the customer that the wooden sides dropped to the floor, on requesting release for lowering (still in runners).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjohuntleigh (B)(4). MFR complaint number: (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.